Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. It was noted that the patient's implantable cardiac monitor exhibited episodes of under-sensing. The patient was stable throughout the event. No intervention was performed. The patient will continue to be monitored.